Event description:
Clinic notes and referral note were received for generator replacement. The referral form showed the reason for replacement was battery depletion. Clinic notes show the patient is concerned that his generator battery is dead because he can't feel it, but the physician explained he has been reassured on numerous occasions that this is not the case. Clinic notes show the device was interrogated and the impedance value was within normal limits. The physician documented that the vns is function adequately and that the replacement is due to battery being low. Additional information was received that the patient is experiencing pain at the generator site (unrelated to heart). No known trauma was reported. No additional relevant information has been received. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient underwent prophylactic replacement surgery. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.